Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor in the operating theatre rebooted simultaneously in the middle of a case. There was no monitoring and the anesthetist lost vital signs during reboot time. About 20 monitors in this department reboot simultaneously 1-2 times a month. There was no adverse patient impact.

Manufacturer narrative:
.